Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the left anterior descending and diagonal artery. A 5 fr non bsc guide catheter and a non-bsc guide wire were advanced to the lesion. The lesion was pre-dilated using a 2.5 mm x 20 mm apex balloon catheter. A 2.50 x 12mm promus premier stent was selected to treat the lesion. During visualization, the dye completely occluded the vessel. It was also noticed that the guide wire and the stent were floating in the left main. The physician pulled back the devices into the aorta. The physician tried to pull back the stent into the guide; however, it was noted that the stent flared a ¿little bit¿. They remove everything all the way out into the radial artery. Upon removal, the stent came off of the balloon while trying to get into the sheath. The procedure was completed with this device and a 3.0x38 promus premier stent was deployed overlapping the 2.50 x 12mm promus premier stent from the diagonal to lad for revascularization. No further patient complications were reported and the patient's status was fine.